Manufacturer narrative:
MFR control no. (B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, after insertion of the intra-aortic balloon (iab), blood was noticed in the helium line. As a result, the iab and sheath were removed and a new iab was prepped for insertion. Medical/surgical was not required. There was no report of pt death, complications or injury. The pt outcome is ok. Reference MDR # 1219856-2011-00312 for the second report involving the same pt. It was noticed that the pump used was the iap-0500 s/n (B)(4).